Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 44-year-old female patient who had essure (ess205) (batch no. 621686) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included nephrolithiasis, cardiomyopathy, acute bronchitis, iron deficiency anemia, hematuria, menorrhagia, urinary tract infection, gestational diabetes, thyroid disorder and adenomyosis. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2014, the patient experienced procedural pain ("post surgery pain"), 7 years 2 months after insertion of essure (ess205). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), menorrhagia ("menorrhagia"), psychological trauma ("psych injury"), urinary tract infection ("urinary tract infection") and post procedural haemorrhage ("post surgery bleeding"). The patient was treated with surgery (davinci assisted laparoscopic total hysterectomy for uterus under 250g, bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia and urinary tract infection had resolved and the psychological trauma, procedural pain and post procedural haemorrhage outcome was unknown. The reporter considered post procedural haemorrhage and procedural pain to be unrelated to essure (ess205). The reporter considered genital haemorrhage, menorrhagia, pelvic pain, psychological trauma and urinary tract infection to be related to essure (ess205). The reporter commented: discrepancy on essure date of insertion: previously was (B)(6)2003 now reported as (B)(6) 2007. Patient received treatment for: pain. Bleeding, psych injury and bladder problem 3 coils in the uterine cavity. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 5-apr-2021: mr received. Reporters information were added. Lot no. Were added.rcc added. Medical history were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 37-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2014, the patient experienced procedural pain ("post surgery pain"), 7 years 2 months after insertion of essure (ess205). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), menorrhagia ("menorrhagia"), psychological trauma ("psych injury"), urinary tract infection ("urinary tract infection") and post procedural haemorrhage ("post surgery bleeding"). The patient was treated with surgery (hysterectomy - uterus + cervix). Essure (ess205) was removed on (B)(6) -2014. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia and urinary tract infection had resolved and the psychological trauma, procedural pain and post procedural haemorrhage outcome was unknown. The reporter considered post procedural haemorrhage and procedural pain to be unrelated to essure (ess205). The reporter considered genital haemorrhage, menorrhagia, pelvic pain, psychological trauma and urinary tract infection to be related to essure (ess205). The reporter commented: discrepancy on essure date of insertion: previously was (B)(6) 2007. Patient received treatment for: pain. Bleeding, psych injury and bladder problem quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received- outcome of the event pelvic pain, genital haemorrhage, menorrhagia, urinary tract infection were updated from unknown to recovered. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6) female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2014, the patient experienced pain ("post surgery pain"), 7 years 2 months after insertion of essure (ess205). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), menorrhagia ("menorrhagia"), psychological trauma ("psych injury"), urinary tract infection ("urinary tract infection") and haemorrhage ("post surgery bleeding"). The patient was treated with surgery (hysterectomy - uterus + cervix). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic pain outcome was unknown. The reporter considered haemorrhage and pain to be unrelated to essure (ess205). The reporter considered genital haemorrhage, menorrhagia, pelvic pain, psychological trauma and urinary tract infection to be related to essure (ess205). The reporter commented: discrepancy on essure date of insertion: previously was (B)(6) 2003 now reported as (B)(6) 2007. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: patient information updated; discrepancy on essure date of insertion: previously was 01-01-2003 now reported as 22-mar-2007. Case now valid, events added "pelvic pain"; "general abnormal bleeding"; "menorrhagia"; "psych injury"; "urinary tract infection"; "post surgery pain"; "post surgery bleeding". Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 44-year-old female patient who had essure (ess205) (batch no. 621686) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included nephrolithiasis, cardiomyopathy, acute bronchitis, iron deficiency anemia, hematuria, menorrhagia, urinary tract infection, gestational diabetes, thyroid disorder and adenomyosis. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2014, the patient experienced procedural pain ("post surgery pain"), 7 years 2 months after insertion of essure (ess205). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), menorrhagia ("menorrhagia"), psychological trauma ("psych injury"), urinary tract infection ("urinary tract infection") and post procedural haemorrhage ("post surgery bleeding"). The patient was treated with surgery (davinci assisted laparoscopic total hysterectomy for uterus under 250g, bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia and urinary tract infection had resolved and the psychological trauma, procedural pain and post procedural haemorrhage outcome was unknown. The reporter considered post procedural haemorrhage and procedural pain to be unrelated to essure (ess205). The reporter considered genital haemorrhage, menorrhagia, pelvic pain, psychological trauma and urinary tract infection to be related to essure (ess205). The reporter commented: discrepancy on essure date of insertion: previously was (B)(6) 2003 now reported as (B)(6) 2007. Patient received treatment for: pain. Bleeding, psych injury and bladder problem 3 coils in the uterine cavity. Lot number: 621686, manufacturing date: 2006-11, expiration date: 2008-10. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 13-apr-2021: quality safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.